Event description:
It was reported that during surgery the tourniquet had an air leakage at the cuff end interface. The machine showed that the pressure is unstable, fluctuating up and down. The equipment was constantly replenished with air source, resulting in the inability to effectively stop bleeding during the operation. The surgical field in the wound is unclear, resulting in slow operation progress and excessive blood loss in the patient's limbs, the function of the hemostat serves to block the blood flow between the limbs and reduce bleeding. The doctor chose to stick the root of the finger to reduce the bleeding, the equipment was immediately stopped, and the spare equipment was replaced to continue the operation. There was spontaneous deflation due to the bad connector. The amount of blood lost by the patient was 50cc, however there was no medical intervention or blood transfusion performed. The pressure observed was less than the set pressure. No adverse event as a result to the device malfunction. Due diligence is complete and there is no further information available.

Manufacturer narrative:
This event is recorded with zimmer biomet under (B)(4). The product will not be returned to zimmer biomet. Once the investigation is complete, a follow up/final report will be submitted. Telephone number: (B)(6). Report source: foreign country: china.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Review of the most recent repair record could not be completed because the device was not returned for evaluation and repair. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The event cannot be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. H3 other text : device was not returned.

Event description:
No additional information is available.